Manufacturer narrative:
Per tandem user guide: to activate the ble communication, you need to enter the unique transmitter ID into your pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the transmitter ID number was not entered into the pump correctly. The customer entered the correct transmitter ID number into the pump and connection resumed. No additional patient information was available.